Event description:
Further information was received noting that the patient was able to feel their stimulation; however, one day was not able to feel the stimulation. X-rays were taken for the patient and indicated a fracture in the lead. The x-rays have not been reviewed or received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had their generator and lead explanted due to lead fracture, although confirmation was not received that visual break was observed. No other relevant information has been received to date.